Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted the quick connect drain elbow was broken. Functional testing confirmed the device was leaking from the broken quick connect elbow. The broken elbow was the root cause of the leak. What caused this condition was not established. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced quick connect drain elbow reservoir gasket, and o-rings. Performed preventative maintenance and calibration. Device passed functional testing after the completed repairs.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking. Patient involvement uknown.